Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) pace impedance measurement of greater than 2000 ohms which triggered a lead safety switch (lss) to occur. In addition, noise was observed on the electrogram (egm). This noise was able to be reproduced. As a result of the reported observations, the device was reprogrammed. Over the past year, the rv impedance trend shows fluctuating measurements of a 500 ohms difference. Technical services (ts) was consulted and offered troubleshooting and programming options. The patient is scheduled to be seen in clinic at a later date. The pacemaker and rv lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) pace impedance measurement of greater than 2000 ohms which triggered a lead safety switch (lss) to occur. In addition, noise was observed on the electrogram (egm). This noise was able to be reproduced. As a result of the reported observations, the device was reprogrammed. Over the past year, the rv impedance trend shows fluctuating measurements of a 500 ohms difference. Technical services (ts) was consulted and offered troubleshooting and programming options. The patient is scheduled to be seen in clinic at a later date. At this time the pacemaker has been explanted and the rv lead surgically abandoned at a surgical intervention. No additional adverse patient effects were reported.